Event description:
It was reported via repair work order that the stair pro cannot engage the stairs properly due to a loose track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.